Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful in the left common femoral artery using the preclose technique prior to an iliac artery stenting procedure. The arteriotomy was 7f and was upsized to 12f to perform the iliac stenting procedure. After the iliac stenting procedure, during the arteriotomy closure, the first suture was successfully advanced to the artery. Reportedly, while advancing the knot on the second suture the whole knot came out of the artery. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided